Manufacturer narrative:
Na; the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+. A mitraclip xtw was inserted and deployed, reducing mr to a grade of 1+. On (B)(6) 2026, the patient was reported to have experienced left-side weakness. In the physician¿s opinion, it appeared to be a small stroke. In the physician's opinion, the mitraclip did not cause or contribute to the stroke. However, it was not known how the stroke happened. The patient was reported to be recovering and is expected to fully recover. The patient was discharged on (B)(6) 2026.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+. A mitraclip xtw was inserted and deployed, reducing mr to a grade of 1+. On (B)(6) 2026, the patient was reported to have experienced left-side weakness. In the physician¿s opinion, it appeared to be a small stroke. In the physician's opinion, the mitraclip did not cause or contribute to the stroke. However, it was not known how the stroke happened. The patient was reported to be recovering and is expected to fully recover. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported cerebrovascular accident cannot be determined. The reported patient effect of cerebrovascular accident, as listed in the eifu, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient remained hospitalized due to the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.